Manufacturer narrative:
The investigation for the reported renal failure/ organ failure/ minor bleed, positioning issue, and tachycardia has been completed. The device nor sufficient clinical details were returned for evaluation. Therefore, the root cause of the renal failure/ organ failure/ minor bleed, positioning issue, and tachycardia could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that within two hours of impella cp implant, the patient developed junctional rhythm rate of 60 with frequent paroxysmal supraventricular tachycardia (psvt) at a rate of 140. Additional medication was given and adjustments were made. The pump's position became slightly shallow but cardiology declined repositioning as there were no issues. Suspect cardiorenal syndrome with alanine aminotransferase and aspartate aminotransferase greatly increased overnight. Developed ileus and right groin ooze requiring redressing.